Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the 12v line was shorted to ground. The cause of the shorted 12v line is a burnt trace.the root cause of the burnt trace cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) was unable to power on.